Manufacturer narrative:
Patient city: (B)(6). Patient country: finland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in finland. It was reported that the patient faced high blood glucose event on 02-feb-2026. The patient got teated with insulin pump. No further information available.